Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Event description:
It was reported that the patient presented to the emergency room experiencing pocket stimulation. The pulse generator had detected a corrupted memory and an error correcting code had been triggered. The device was restored by reprogramming.